Manufacturer narrative:
The initial report should have included the following information. This current report provides the correction below. Section b5, describe event or problem: the patient¿s daily activities were significantly affected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient¿s daily activities were significantly affected.

Manufacturer narrative:
Section a3b, gender: the customer responded ¿male¿. Section a4, patient weight: unknown/not provided. Section b3, date of event: the exact date is unknown. The customer said ¿four months post-operative¿. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the right eye because the patient is having trouble focusing and with depth perception. The issue was noticed 4 months post-operative. The explanted iol was chosen based off srg factors (surgeon factor) provided with lasik calibrations. The patient¿s vision pre-operative was 20/40 and their post-operative outcome is 20/40. Reportedly, the patient¿s vision was temporarily impaired. There were no complications such as capsule tear, vitrectomy or sutures. At the time of this report the patient outcome was reported as unknown. No further information was provided.